Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse found the buffer in the system to be frozen and this in turn contaminated the flow path of the g8 instrument. Fse replaced the buffers with new elution solution and ran calibration and quality controls (qc). All results were within acceptable range. On (B)(6) 2018, technical support specialist (tss) followed-up with the customer and was told that after the fse replaced the buffers, the qc is now in acceptable range and the peaks are shown on chromatograms. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 1-dec-2016 through 13-jan-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting states the following: error 221 #### not detect (#### is the peak ID) is generated when a specific peak (hemoglobin fraction) could not be detected. When this occurs repeatedly with some samples, the elution buffer may have become concentrated, resulting in unidentified peak detection on chromatograms. Never mix the buffers. When the error only occurs with specific samples, a hemoglobin variant may be present. In chapter 5- maintenance procedures, under daily checklist states: 1. Only use reagents specified for the tosoh automated glycohemoglobin analyzer hlc 723g8. 2. Never use expired reagents. 3. Do not reuse remaining elution buffer or hemolysis & wash solution or mix remaining reagent with a different or new one. Handle the remaining solutions as general waste fluid and dispose of them according to your facility's procedures. The elution buffers and hemolysis & wash solution contain sodium azide as a preservative. Dispose of the reagents using large volumes of water. 4. When using buffers in aluminum packs, tighten the cap until it is firmly shut. A loose cap could cause higher buffer concentrations and unreliable results. In addition, the remaining volume cannot be checked visually if the cap is loose. 5. The counter for the remaining volume of each buffer is adjusted based on the standard packaging size which is 800 ml. Therefore, do not use any other container since no exact remaining volume can be displayed. If any adjustment is needed, contact technical support. In addition, be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The most probable cause of the reported event was due to contaminated flow path due to frozen elution buffer.

Event description:
On (B)(6) 2018, customer reported of error 221 #### not detect (#### is the peak ID) for missing a1a and a1b peaks on patient and quality controls (qc) samples on the g8 instrument. Per customer, the buffers were changed the day before. On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.